Event description:
--

Event description:
--

Manufacturer narrative:
Upon return the device underwent detailed analysis. The device was returned at middle of life 2 with a voltage of 2.58. Visual inspection noted no device anomalies and all seal plugs were intact. Examination of the device's stored egrams confirmed noise that led to pacing inhibition, however, this noise was also seen on the shock channel and was consistent with noise that is caused by a lead abrasion. The device was put through and passed a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. In conclusion, the low pace impedance could not be verified in the device memory because it did not occur in the last seven days and would have fallen under the weekly average section. It was confirmed that noise on the leads led to some brady pacing inhibition. However, the noise was consistent with lead abrasion damage and device analysis found the device to meet specifications for normal device operation.

Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
It was later reported that this patient was device dependant. The lead tested within normal limits for sensing and thresholds with only one daily measurement of <200 ohms. As a result the lead was surgically abandoned and a new lead was successfully implanted.

Event description:
Boston scientific received information that this patient had complained of feeling their heart stop. A holter monitor revealed episodes of non-capture and pauses. This cardiac resynchronization therapy defibrillator (crt-d) measured normal defibrillation lead diagnostics except for one instance of < 200 ohms on daily measurements and occasional noise. It was unclear if the noise contributed to the pacing inhibition. There was further inquiry to verify the high voltage system. No adverse patient effects remains in-service.

Manufacturer narrative:
Resolution was requested from the field representative. Nothing has yet been further reported. Information suggests these products remain in-service. Should additional information become available, this event will be updated.